Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after being disconnected from the ilet during a supply change they were initially unable to complete, after which they called for assistance and successfully resumed insulin therapy with no further issues. Symptoms included fatigue. Outcomes included no need for outside assistance and no medical intervention. Investigation included troubleshooting and education conducted during the call. Investigation of this case revealed no device alarms or malfunctions and no device component issues; the cause of hyperglycemia remained unclear due to the period of disconnection. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.